Event description:
Symptoms/ae: groin ooze requiring treatment. Time of symptoms/ae: after vessel closure. Device malfunction: none. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, post-procedure the patient experienced right groin access site oozing. The access site oozing was "injected with lidocaine / epinephrine, sur seal patch applied-oozing stopped." There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.